Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was abdominal stim and upper extremity stim. Patient reports that she fell approximately two weeks ago. Since that fall, she reports changes in her stimulation. She states that she is no longer able to feel it in her low back, and she is mostly feeling it in the anterior thighs only. She also reports new onset of abdominal stim and stimulation in the upper extremities that goes down into the hands. Despite reprogramming and attempting with hd and ld algorithms, up and down the lead, patient still reported stim in the above areas. They were able to get it back into both legs, but could not get her to perception in the low back without these symptoms. They discussed subthreshold programming, but she declined stating that she has to feel the stimulation. Hcp was made aware of the above and will obtain new x-rays. Impedances were all wnl. The issue is ongoing. The manufacturer represe ntative (rep) indicated they would send any further information as they become aware.